Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is seven of seven reports (3007042319-2016-00164, 00165, 00166, 00167, 00168, 00169 and 3007042319-2016-00170) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel that power switching issue on both ports and on all batteries. Controller and the batteries were replaced and no effect on the patient.

Manufacturer narrative:
One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching prior to the 25% thresholding involving battery serials (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. An internal investigation has been opened to evaluate these types of issues. This is one of seven reports (3007042319-2016-00164, 00165, 00166, 00167, 00168, 00169 and 3007042319-2016-00170) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.